Event description:
It was reported that a user on ilet with dexcom g7 experienced hypoglycemia to 61 mg/dl for about 40 minutes, during which the pump was perceived to continue insulin delivery despite expectations that insulin would reduce or suspend at or below 70 mg/dl; the user had recently announced a meal and corrections algorithm activity could have contributed. Symptoms included no reported clinical effects and no need for assistance. Outcomes included self-treatment with glucose tablets, receipt of low glucose alerts, no professional medical intervention, and resolution without hospitalization. Investigation included complaint handling, user coaching on avoiding prolonged manual pauses, and recommendation for additional training on pump operation. Investigation of this case revealed user education needs regarding algorithm behavior during meal announcements and correction dosing. It was concluded that the cause of the hypoglycemia was unclear and that the device function could not be confirmed as faulty based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.